Event description:
The facility representative reported an infusor pump with a condition of screw is loose on the inside. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation:the condition of an infuso.r. With a loose screw on the inside was confirmed during product evaluation. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Therefore, the assignable cause was not identified.if additional information is received, a follow-up will be submitted.